Event description:
The customer reported that the 840 ventilator stopped cycling. It is unknown if there was patient involvement. Multiple attempts have been made to get patient information but no customer response. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.